Event description:
It was reported that the right ventricular (rv) lead exhibited post pace and post sense t-wave oversensing (twos). A recommendation was made to decrease the sensitivity of the r-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2004; 419488 implantable pacing lead, (B)(6) 2006. (B)(4).